Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011) - device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. The test strips involved with this complaint has also been returned; however, testing is not required since the product was expired at the time of the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing an error message she could not recall with her one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue with the subject meter began on (B)(6) 2011 at 3 am. She denied taking any medications to manage her diabetes and due to the alleged product issue denied making any changes with her usual routine. The patient claimed 15 minutes later, after the product issue began, she felt shaky. Reportedly in response to her symptom, at 3:20 am, she self treated with food and drink. There was no other device available at the time of concern. During the initial call with customer service, the cca noted that the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia, which needed her intervention, after the reported issue began.